Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a cycle power issue with their device. There is no report of patient involvement.